Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device check, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) and charge time (CT) code. The device was checked approximately four months earlier with no anomalies noted. Subsequently, the device was explanted due to advisory. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
This supplemental report is being filled to include device analysis information.